Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical. During support, the patient developed aortic regurgitation. The patient's bioprosthetic valve was damaged and required replacement.